Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: the issue did not occur with the surgeon's head inside of the viewer. There was no shakiness/friction observed. There were no external collisions. The arm was clutched to keep it locked into place.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the based on the field evaluation, this reported event was not confirmed. Fse performed a system test drive and ran the universal surgical manipulator (usm) through a full cycle of motion from hard stop to hard stop on each axis. Fse re-calibrated the usm during site visit on (13-jan-2025. The system was tested and verified as ready for use. Since the unit was not returned, the probable root cause cannot be determined based on the information provided. The reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that arm 4 swung out randomly while docking. The intuitive technical support engineer (tse) found no related errors in the system logs. The customer stated that the floor was smooth, and nothing touched the table pendant to place the system into table motion. Also, the arm had not been clutched when the issue occurred. The procedure had been completed as planned, with no reports of patient injury.